Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 04/20/2015 for investigation. Investigation results as follows: visual inspection was performed and the following was observed: the top cover and front enclosure were cracked, the head restraint wire was cut and the battery lock was bent. From the condition of the platform, the damages appear to have been caused by normal wear and tear. The reported user advisory (ua) 41 (patient temperature sensor failure) was observed during functional testing, thus confirming the reported complaint. Further inspection found that this ua code was caused by a defective patient temperature sensor. After replacement of the patient temperature sensor, the device passed functional testing with no other user advisories, warnings or system errors exhibited. A review of the platform's archive data was performed and found multiple ua 41 codes on the reported event date. Based on the investigation, the parts identified for replacement were the patient temperature sensor, the top cover including head restraint wires, the front enclosure and the battery lock. In summary, the reported complaint was confirmed based on functional evaluation as well as platform archive review and attributed to a defective patient temperature sensor. Following service, the device passed all testing criteria.